Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2008, inratio: 3.6, lab: 8.3. This case qualifies as an adverse event. Pt was admitted into the ER and medical intervention was required to treat the pt.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab test results provided by end-user at time complaint was filed: date: 2008, inratio: 3.6, lab 8.3, mean: 6.1, confidence limits: unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The readings are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.